Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 04.111.521s, lot: l572999, manufacturing site: mezzovico, release to warehouse date: 25. Sep. 2017, expiry date: 01. Sep. 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code: hwc. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an open reduction internal fixation (orif) surgery for a distal radius fracture. During the surgery, the surgeon tried to insert a kirschner wire into the distal area of a variable angle (va) locking compression plate (lcp) two-column volar distal plate using a guiding block. However, the wire interfered with the plate and could not be inserted. After the surgery, it was confirmed that the k-wire could pass through the plate directly. But when they tried to use the k-wire on the guiding block directly, sometimes the k-wire would not pass through. Also, when used in combination with the tightly connected guiding block and plate, the k-wire could not pass through them too. The surgery was completed successfully although it was not reported how the surgery was finished. The surgery was delayed by less than thirty (30) minutes. There was no adverse consequence to the patient. This report is for one (1) va-lcp plate. This is report 2 of 3 for (B)(4).